Manufacturer narrative:
This report is filed on november 06, 2017.

Event description:
Per the patient's surgeon, the patient experienced recurrent (B)(6) infections at implant site with biofilm formation on implant body; subsequently the patient underwent revision surgery on two occasions and was treated with antibiotics (date and type not reported). The issue could not be resolved, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017, there are no plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
It was reported that the patient was hospitalised due to the reported issue and the revision surgeries were performed under general anaesthesia.